Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 10, 2025. Upon further investigation of the reported event, there was no latest information and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 3331, 4114, 3221, 4315). The affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed and a definitive root cause could not be determined. A review of the device history records revealed no manufacturing issues related to the reported event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, after about an hour on bypass, the oxygenator was sluggish via numbers. Partial pressure of oxygen (po2) 180, fraction of inspired oxygen (fi02) at 80%. No consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.